Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The large clip applier instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip. The clip could not be installed on grips. The clip did not stay attached to the instrument. The instrument housing was removed for inspection, and no damage was found the backend. Probable root cause of loss of functionality to apply a clip are attributed to either a damaged grip cable or misaligned grips or bent grip tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier jaw opened on one side but not the other side. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.